Event description:
Per report received from canada, a patient with a 26mm sapien 3 valve implanted in aortic position underwent intervention for a valve-in-valve after an implant duration of four years and nine months due to pannus. The patient presented with dyspnea. A new 23mm s3u resilia valve was successfully implanted within the pre-existing s3 valve using the transfemoral approach. The patient was noted as to be in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined but may have been due to patient factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Ha h, koo hj, huh hk, kim gb, kweon j, kim n, kim yh, kang jw, lim th, song jk, lee sj. Effect of pannus formation on the prosthetic heart valve: in vitro demonstration using particle image velocimetry. Plos one. 2018 jun 28;13(6): e0199792.